Event description:
Patient's right knee was revised due to periprosthetic fracture. A ps knee was converted to a triathlon hinge knee. No other information available due to hospital policy. Nov 26, 2024- as per medical review: on ap view one can see that there is a periprosthetic fracture just above the femoral prosthesis. It is displaced medially.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a right total knee arthroplasty with aps femoral component, cemented patella and cemented tibial baseplate with a stem extension and a ts polyethylene insert, since I was able to see an x-ray with the implant in place. I can also confirm the periprosthetic fracture all since I was able to see the fracture on that same x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of femoral periprosthetic fracture less than one month postoperative are multifactorial. Causes include trauma, but in this case, there was no history of trauma. Causes also include surgical technique in the way the implants are inserted and how the bone is prepared. Unrecognized fissures can lead to fracture. Bone quality also is a factor. This implant utilized a posteriorly stabilized femur without a stem and had a total stabilized tibial insert. That can lead to increased stress above the femoral component which could lead to fracture especially if the bone quality is poor. The patient's lifestyle, activity level and bmi can also contribute. I would not assign any causality to the implant itself." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to a femoral periprosthetic fracture. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a right total knee arthroplasty with aps femoral component, cemented patella and cemented tibial baseplate with a stem extension and a ts polyethylene insert, since I was able to see an x-ray with the implant in place. I can also confirm the periprosthetic fracture all since I was able to see the fracture on that same x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of femoral periprosthetic fracture less than one month postoperative are multifactorial. Causes include trauma, but in this case, there was no history of trauma. Causes also include surgical technique in the way the implants are inserted and how the bone is prepared. Unrecognized fissures can lead to fracture. Bone quality also is a factor. This implant utilized a posteriorly stabilized femur without a stem and had a total stabilized tibial insert. That can lead to increased stress above the femoral component which could lead to fracture especially if the bone quality is poor. The patient's lifestyle, activity level and bmi can also contribute. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.